Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had displayed no data during use. No harm was done to the patient and the faulty product was replaced with a new set. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information: h6 - problem code and component code. D9: 29-jan-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one used unit was returned for investigation. Functional testing including air leak, vacuum test, and water leak tests were performed. The device passed all testing. Visual inspection of the electrical board found the solder application was observed to be correctly applied. Complaint is not confirmed for the failure mode reported. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Awareness for failure was given to personnel who perform the assembly process. E1 - reporter address and phone number.